Event description:
A review of service data detected a reportable problem. During servicing, electrode belt sn (B)(4) failed an incoming functionality test. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the electrode belt failed an incoming hi-pot test. The cause for the test failure was isolated to a short in the trunk cable. The root cause for the short could not be positively identified. No adverse event resulted from the shorted cable. The last patient to use this electrode belt did not report any deficiencies.